Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported the patient underwent an unrelated surgery and the ipg was not placed in surgery mode. Surgical intervention may take place at a later date to address the issue.